Event description:
The customer called to report that he experienced increasingly high bg's (345-433mg/dl) after applying a new pod. No alarm, cannula kink or other product problem was reported. A manual insulin injection via syringe was administered to counter his high bg's. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.